Event description:
On (B)(6), 2008, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2011, a computed tomography revealed a proximal type I endoleak. On (B)(6), 2011, the patient was implanted with one gore excluder aaa endoprosthesis aortic extender component to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.